Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ruptured ectopic pregnancy ('the patient had a right, partially ruptured ectopic pregnancy in the right fallopian tube') and ectopic pregnancy with contraceptive device ('right ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: drug ineffective "right ectopic pregnancy". The patient's medical history included endometriosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2010. At the time of the report, the ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: labeled "uterus, right tube and ovary". In formalin is an intact uterus with attached right adnexa. Sans adnexa the uterus weighs 78 grams and measures 8 cm long x 5 cm in greatest fundal diameter. The serosa is maroon-gold-tan, marbled, smooth and glistening with exception to a single focus of graywhite edematous adhesions located at the fundus. The ectocervix is hyperemic tan and wrinkled with a centrally located 1.5 cm slit-snapped cervical os. The uterus is bivalved through the coronal plane revealing a patent and remarkable endocervical canal. The endometrium is redpink- tan and smooth averaging less than 0.1 cm thick. The myometrium ranges up to 2 cm thick and is uniform pink-tan throughout with momentous nodules not evident. Extending from each cornu are two silver metal coils. The ovary measures 3.5 x 3 x 1.5 cm and has a maroon-pink-tan bosselated serosal surface which is roughened with thin fibrous adhesions. Sectioning reveals several corpus luteal and smooth walled cysts which range up to 1.0 cm. The attached fallopian tube is edematous and is received in two segments which together measure 7 cm long x 1.2 cm in diameter. Between the two segments is a 1.2 x 0.3 cm gold clip suggesting a previous surgical procedure. The distal segment of fallopian tube is dilated ranging up to 0.8 cm and is filled with solid hemorrhagic material. Concerning injuries reported in this case the following ones were described in patient medical records : ectopic pregnancy with device, ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: mr received: event medical device removal was replaced with right ectopic pregnancy, the patient had a right, partially ruptured ectopic pregnancy in the right fallopian tube. Lab data, patient date of birth, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ruptured ectopic pregnancy ('the patient had a right, partially ruptured ectopic pregnancy in the right fallopian tube') and ectopic pregnancy with contraceptive device ('right ectopic pregnancy') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: drug ineffective "right ectopic pregnancy". The patient's medical history included endometriosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient was found to have a ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy.). Essure was removed on (B)(6) 2010. At the time of the report, the ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2010: labeled "uterus, right tube and ovary". In formalin is an intact uterus with attached right adnexa. Sans adnexa the uterus weighs 78 grams and measures 8 cm long x 5 cm in greatest fundal diameter. The serosa is maroon-gold-tan, marbled, smooth and glistening with exception to a single focus of graywhite edematous adhesions located at the fundus. The ectocervix is hyperemic tan and wrinkled with a centrally located 1.5 cm slit-snapped cervical os. The uterus is bivalved through the coronal plane revealing a patent and remarkable endocervical canal. The endometrium is redpink- tan and smooth averaging less than 0.1 cm thick. The myometrium ranges up to 2 cm thick and is uniform pink-tan throughout with momentous nodules not evident. Extending from each cornu are two silver metal coils. The ovary measures 3.5 x 3 x 1.5 cm and has a maroon-pink-tan bosselated serosal surface which is roughened with thin fibrous adhesions. Sectioning reveals several corpus luteal and smooth walled cysts which range up to 1.0 cm. The attached fallopian tube is edematous and is received in two segments which together measure 7 cm long x 1.2 cm in diameter. Between the two segments is a 1.2 x 0.3 cm gold clip suggesting a previous surgical procedure. The distal segment of fallopian tube is dilated ranging up to 0.8 cm and is filled with solid hemorrhagic material. Concerning injuries reported in this case the following ones were described in patient medical records : ectopic pregnancy with device, ruptured ectopic pregnancy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.